Manufacturer narrative:
Manufacturer's investigation conclusion: the power module serial number (B)(6) was evaluated due to the reported event of no external power and power cable disconnect alarms. Although these alarms were confirmed via the provided log file, the power module did not appear to be related to the alarms, and the log file¿s evaluation and alarms have been addressed via the system controller¿s investigation. The power module was not returned for analysis, and no further issues were reported. Review of the device history record for ppm-24988, showed the device was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 20feb2018. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was observed in the log file that there were two no external power events on (B)(6) 2021 and (B)(6) 2021 which appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. In addition, there were several odd power cable disconnects on (B)(6) 2021 while the patient was connected to the power module. This may have been due to an incomplete connection with one of the power leads. Advised to inspect the patient cable and replace if it is more than one year old.